Event description:
New information received noted that the device was explanted on (B)(6) 2021. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with difficulties pairing their implantable cardiac monitor with their smartphone application. Troubleshooting was attempted with no success. Patient then came in to the clinic for further assistance. No solution was found. Patient then decided that the issue was too much trouble and the device should be explanted at a future date. Patient was stable after the event.